Event description:
Reporter indicated that site's handheld computer would not power on. Soft reset, removing and reinserting the flashcard were all done to resolve the problem. A new handheld has been provided to the site. Non working handheld was obtained by the MFR. An analysis was performed on the handheld and the cause for the reported complaint was associated with a bad solder connection at r549. Once component was re-soldered to pcb (printed circuit board), full product functionality was restored.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.